Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There is no known impact to customers blood glucose level. Multiple attempts have been made to the customer for additional information with no success.